Event description:
During product evaluation by a service technician, a flo-gard infusion pump was found to have an f-73 alarm. No additional information is available.

Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. This is an ancillary service event. The root cause of the f-73 alarm was determined to be a damaged central processing unit (cpu). The cpu was replaced to correct the problem. If any additional relevant information is received, a follow up report will be sent.